Event description:
Reporter alleged blood glucose measured 127 mg/dl back to back with a result of 20 mg/dl when testing was performed 2 minutes apart. Customer stated the emergency medical technicians (emts) arrived one minute later; their device measured 20 mg/dl as well. Customer indicated being treated with a glucose IV. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.